Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes had noticed 50 red cell on top of tube after centrifugation. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3114184. D.4. Medical device expiration date: 31-oct-2024. H.4. Device manufacture date: 24-apr-2023. D.4. Medical device lot #: 3163205. D.4. Medical device expiration date: 30-nov-2024. H.4. Device manufacture date: 12-jun-2023.

Manufacturer narrative:
H.6. Investigation summary: 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up was observed. Additionally, retention samples from bd inventory were evaluated and upon completion no issues relating to red cell hang up were observed. Complaints for sample quality were not under statistical control for the month of (B)(6) 2023, additional testing was performed: factors that may contribute to red cell hang up were evaluated through a clinical study to verify the design of the device met it¿s intended use. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (red cell hang up) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. The result of the study showed that the device performed as expected and we were unable to determine any external contributors to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes had noticed 50 red cell on top of tube after centrifugation. There was no report of impact to patient or user.